Event description:
The patient had infection and the lead was explanted.

Manufacturer narrative:
**UDI related data quality updates only** h2: correction marked d1: brand name updated to match gudid database entry.